Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Prosthesis failure. Revision of a total hip (right side). The cup came out of the socket. The patient has poor bone quality (ehler-danlos syndrome).